Event description:
It was reported that during a stenting treatment procedure in the superficial femoral artery, it was "impossible to advance a stent along the entire guidewire length". The stent became stuck on the guidewire when it was advanced. After several attempts to advance the stent, the "surgeon had to retrieve the guidewire and replace it with another manufacturer's guidewire." The surgeon was able to successfully advance the stent along the new wire. It was also reported that "the guidewire caused a hematoma due to lesion in a collateral artery. This lesion necessitated surgery treatment." Further information has been requested about this event.